Manufacturer narrative:
(B)(4). Investigation summary: the device was returned in good condition. However, no click sounds were heard when the trigger was pressed. Dry body fluids were observed on the shaft and handle. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. Upon disassembly, it was found that the clicker was broken at one end. The broken piece was found. Possible cause of clicker damage is repeated cycling of the handle trigger in excess of the low cycle fatigue limit of the clicker component. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, a breaking sound was heard when the handle was grasped. The clicking feedback of the handle was not heard afterwards, but other than that, there was no problem and the same device was used to complete the case. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. There were no adverse consequences to the patient.